Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. Customer changed out the infusion set and cartridges to resolve the issue. Blood glucose (bg) was 300 mg/dl and insulin injections were administered to address bg. Reportedly, customer had not been removing air from the cartridge prior to filling with insulin.